Manufacturer narrative:
Updated field: h6(type of investigation, investigation findings, investigation conclusions). It was reported that the cs300 intra-aortic balloon pump (iabp) unit had autofill error. A getinge field service engineer (fse) stated, the customer reports repeated autofill failures before use on a patient. Troubleshooting with biomed over the phone, biomed tightened iab fill port connection, issue persisted. Arrived on site, auto-fill failures were logged, but could not be duplicated. The customer provided the training balloon that they were testing with, determined to be missing a catheter extender. The customer was informed of the necessity of the catheter extension to properly complete an autofill. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that by the customer that the cs300 intra-aortic balloon pump (iabp) had repeated autofill failures before use on a patient. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.